Manufacturer narrative:
Updated fields: h3-evaluation summary attached this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was confirmed. The device evaluation found image distortion, contact point corrosion, and the connector side cracked. Based on the results of the investigation, a definitive root cause cannot be identified. The most probable cause of the image distortion is due to a cable disconnection. A device history review was completed, and no issues were identified. The following information is stated in the instructions for use (IFU): "-do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. -take extra care not to scratch the camera cable with sharp objects. -when straightening the camera cable, a part of the camera cable may become a loop of about 10 cm or less. If a loop of approx. 10 cm or less occurs, do not pull the camera cable forcibly, but release the loop while rotating the camera head and gradually straighten the cable. Forcibly pulling on the loop may apply strong force to the camera cable, which may cause the camera cable to break. -do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Do not apply excessive bending, pulling, twisting, crushing, or any other force to the camera cable. -when wiping the outer surface of the camera cable, do not rub the camera cable strongly. Doing so may cause the camera cable to break. -do not operate the camera head or endoscope while holding only the camera cable during use. The camera cable may become disconnected. -do not use a pair or other means to secure the camera cable. Do not use a pair of cables to secure the camera cable, otherwise the cable may become disconnected." Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head's connector section had been disconnected. There were no reports of patient harm.

Event description:
It was reported that the camera head's connector section had been disconnected. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.